Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for lots 25153043 , 25153460, and 25153623 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the lot numbers 25153460, and 25153623. However, there were ncmrs , rework, or deviations documented for lot number 25153043. Ncmr #17143-on august 26, 2020 steris whippany, nj informed getinge wayne, nj that a nonconformance occurred during gamma process run 110359a containing 50 cases of vh-4000 (lot: 0300010101). The product was processed as a ¿run and adjust¿. At the adjustment point, minimum dose monitoring location 0c7 of carrier 1 was not given a replacement dosimeter after the adjustment measurement was taken. Therefore, the delivered dose during the second pass of the processing run for that location was not captured. Due to the lack of dosimeter being placed in monitoring location 0c7 of carrier 1 during pass 2 of the run and adjust, the dosimetry record indicated an underdose in that location. Additionally, procedure requires that at least five dosimeter locations (three minimum dosimeter positions, two maximum dosimeter positions) are monitored in carrier 1. During the second pass of the run and adjust for gamma processing run 110359a, only four (4) dosimeters were placed in carrier 1 (2 minimum (0c3 and oc5) and 2 maximum (2a5 and 2e5) locations). Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 broke during cauterization of vessels. They used it in the arm for the radial and then went to the leg. During the cauterization it wasn¿t working well so they took it out to clean and the metal part of the dissector tip was pulled off the plastic part of the tip. They exchanged the product and had no other issues. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 broke during cauterization of vessels. They used it in the arm for the radial and then went to the leg. During the cauterization it wasn¿t working well so they took it out to clean and the metal part of the dissector tip was pulled off the plastic part of the tip. They exchanged the product and had no other issues. The hospital did not report any patient effects.